Event description:
Customer reports the use by date on the aviva test strip vial as 08/31/2011. Manufacturer's batch record confirmed the actual use by date to be 01/31/2011. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reports the use by date on the aviva test strip vial as 08/31/2011. Manufacturer's batch record confirmed the actual use by date to be 01/31/2011. No adverse event reported. Requested return of suspect device and replacement was sent.